Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture resulting in greater than two seconds of asystole. An invasive procedure was performed. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.